Event description:
Received report of tubing leak while infusing hyperalimentation and lipids. The set-up described as fluid bag to "ivac" administration set (list # unk) to extension set (list # 11959 with two clave ports and option-lok) to mircrobore extension set (list # 12053 with clave, locking spin collar t and prepierced reseal injection site) to infant. After eight hours of infusion, the pt chemstrip glucose was noted to have dropped from 80 to 40-80. The tubing was noted to be leaking and the white injector piece "was missing as if it had disintegrated". The ivac tubing and extension set (list # 12053) was changed, and the infusion resumed without further incident. The chemstrip glucose improved after the tubing change. There was no report of harm or injury to the infant. Customer contact reports approximately three additional undocumented similar incidents. No further info was available.